Event description:
A patient underwent a port placement procedure using the powerport m.r.I. Isp. Post the procedure on (B)(6) 2026, the catheter was allegedly found fractured. The current status of the patient is unknown.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using the powerport m.r.I. Isp. Post the procedure on (B)(6) 2026, the catheter was allegedly found fractured. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one power port implantable port attached to a groshong catheter was returned for sample evaluation. Gross, visual, microscopic visual, tactile and functional evaluations were performed. A partial compound breaks were noted on the attached catheter approximately 6.8cm from the distal end of the cath lock. A kink was also noted on the attached catheter. The edges of the partial compound break on the attached catheter were noted to be uneven. The surface was noted to be round and smooth in both regions. Kink was also noted on the attached catheter. Therefore, the investigation is confirmed for the reported catheter crack and identified wear and deformation issues. Although a definitive root cause could not be determined, the fracture is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.